Manufacturer narrative:
(B)(4). The device involved in this complaint was reported as discarded by the user. A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. One hundred samples were taken from the current production, the cuff from the samples were inflated and left for four hours, after this time samples were checked to verify if any leak was present however all samples were still fully inflated, defect reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was reviewed. Revision of d005120 rev 01 was performed and the failure mode is already included, no update is required. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed. No corrective actions can be assigned. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
Customer complaint alleges that "the cuff would not inflate when attempting to add air". Alleged defect reported as detected during pre-testing, prior to use. It was reported there were no complications or injury to the patient. Patient condition reported as "fine".